Event description:
It was reported that the patient was not feeling stimulation, which started about a week prior. The patient had charged her stimulator and replaced the batteries in the programmer, but she still hadn't felt stimulation for a week. The patient synced the device to her programmer, turned stimulation up to 7.9v and still felt no stimulation. There were no falls or trauma. The patient was redirected to her physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 399930, lot# v008541, implanted: (B)(6) 2007, product type: lead. (B)(4).